Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-dec-2017 with the following findings: a review of the black box showed no evidence of power on reset events. The returned battery cap was undamaged and fit securely. The battery cap contact measurements were within specifications. The battery cap was fastened and unscrewed a half turn with no reboots. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during the investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The intermittent power complaint was unable to be duplicated.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.